Manufacturer narrative:
The software investigation was unable to determine probable cause. The archive was reviewed and there was one CT image which was per protocol. Adjusting autorefine 3d model looked good. There were no errors captured. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9736226, serial/lot : n/a, version: 1.3.0. The archive has been returned for software analysis. The analysis is pending completion. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used prior to a procedure. It was reported that there was poor image quality when loading carestream images. Registration was difficult due to the poor quality of 3d images. There was no patient involvement. Additional information received from a manufacturer representative reported that the cause was suspected to be the carestream and system software incompatibility. The poor image quality was able to be resolved with multiple scans. Trouble shooting conducted with the carestream representative, the manufacturer representative, and the site, were able to made many adjustments to the carestream system, but they did not get significant changes. The troubleshooting provided very little improvement.